Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer stated that her sugar had been going high but the insulin pump was not alerting the no delivery alarm. Customer reports the reservoir was empty. The customer declined troubleshooting. The insulin pump was not returned for analysis.